Manufacturer narrative:
Unit received with minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump has scratches on the lcd display screen and is cracked on the left and right side of the pump. The customer's blood glucose reading was 416 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.